Manufacturer narrative:
The full customer telephone extension number is (B)(6). Immucor technical support used a remote electronic connection method on 20oct2017 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative. An immucor field service engineer visited the customer site to assess the testing instrument used on 24oct2017 and found it to be operating as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative compatible crossmatch when using capture-r select strips on a galileo neo instrument, under a validation challenge scenario.